Event description:
The user facility reported a 54-year-old female patient needing mechanical circulatory support. It was reported that resistance was met during attempted implant of an impella 5.5 pump. Following right axillary insertion, it was noted that the pump would not advance through the mid subclavian artery. Due to the resistance, the decision was made to remove the impella 5.5 implant. An impella cp pump was subsequently inserted for planned support. There was no patient harm.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issue - anatomy was most likely due to patient condition.